Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis were not able to be deflated which caused the implant to be semi-erect for two and a half months. The patient and the physician were not able to find the pump in patient's scrotum. The patient stated that he was able to deflate the cylinders later and received much relief. Once the swelling had decreased, he was able to palpate the deflate button. He was also able to inflate and deflate the cylinders properly. The pump is still positioned high in the scrotum with redundant tubing that causes discomfort and is scheduled for a pump repositioning procedure. The patient also reported experiencing some auto inflation after deflation and loss of length. The patient service specialist suggested a consultation with the physician for further education. No further information was provided.